Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no adverse impact on the customer¿s blood glucose level. A new cartridge was loaded to address issue.